Event description:
This complaint is now reportable based on the analysis completed on 07/14/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed lesion was located in the moderately tortuous, severely calcified proximal left circumflex (lcx) artery. A choice pt guide catheter was used and the physician predilated the lesion with a 2.5x20mm maverick2 balloon. Then the physician attempted to direct stent with a taxus express2 2.75x24mm drug eluting stent. The stent delivery system (sds) was unable to cross the lesion. The procedure was completed with another taxus express2 stent. Patient status is stable. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed that the proximal edge of the stent was damaged and the tip was slightly flared on one side. One strut was bent distally on the first proximal row. The stent damage is consistent with the delivery system encountering some form of restriction. The tip damage is consistent with guidewire movement during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually with microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.